Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer stated that the tango infinity reported false negative results with for dat positive control several times. Testing on another tango infinity instrument at the same site revealed 2+ results. The customer said to send in the sample that had caused a false negative test result and also the supposedly defective product for investigational testing. Our quality control laboratory is still waiting for these samples. The affected instrument was thoroughly inspected by our field service engineers. Root cause analysis is still ongoing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative direct anti-globulin test (dat) of a control sample with anti-human globulin anti-igg solidscreen ii on tango infinity. Testing on another tango infinity instrument at the same site revealed 2+ results. The customer reported that she did some investigation. And she confirmed that finally the supposedly defective product was working on both tango infinity. The customer did neither return the supposedly defective product nor the control that had caused false negative results. Therefore our quality control laboratory tested their retained product sample with positive and negative samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human-globulin, anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected instrument was thoroughly inspected by our field service engineers and the discrepant results between the two analyzers were verified. The cause for the intermittently failing dat positive control results could not be found nor reproduced. Engineer's service activities as well as the analyzed data do not indicate any malfunction. All the other tests on this instrument were confirmed to have been processed as expected. The instrument was de-installed and replaced.